Event description:
The customer's father complained that the customer's blood glucose levels were elevated. The reported blood glucose reading was 170 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Following the initial phone call, the customer's father called back and stated that the customer was treated in the emergency room due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.